Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that the wrong set was supplied. A call from the surgeon was received on sunday (B)(6) 2011. He was informed that there was no set available and one would have to be collected from another hospital before the delivery would take place. This was not a problem and he was happy to wait. A set was sent out and he started his procedure. The patient was anesthetized and surgery had begun when it was established that he had been sent a matrix neuro set instead of a mandible set so the surgery was cancelled. A second surgical procedure was scheduled to be done on the patient on the same day. This is report 1 of 1 for complaint (B)(4).